Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during recent check up, this pacemaker's battery showed two years remaining then at the end of the visit dropped down to one and a half years. Furthermore, six months prior, the device's longevity was at four and a half years. Boston scientific technical services (ts) advised to continue monitoring the patient. The product remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during recent check up, this pacemaker's battery showed two years remaining then at the end of the visit dropped down to one and a half years. Furthermore, six months prior, the device's longevity was at four and a half years. Boston scientific technical services (ts) advised to continue monitoring the patient. The product remains in service. There were no adverse patient effects reported. This supplemental report is being filed since coding was updated.